Event description:
The patient has a previously implanted evoke spinal cord stimulation (scs) system in (B)(6) 2023. In(B)(6) 2023 the patient was seen by the physician and determined that a lead has shifted and required a revision procedure as therapy coverage is not in the correct location anymore. Revision scheduled for monday (B)(6)2023. During the revision procedure, both leads were removed. One new lead was implanted and tested again. The patient reported good pain relief.